Event description:
Patient reported "rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b1, b3, b5, d1, d2a, d2b, d4, d6b, g4, h4, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional later reported "abnormal findings in breast [mammary gland] imaging mastodynia", "dislocated", and "leakage". Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, corrected and/or changed data: b.6, d.6a, h.6.

Event description:
Patient reported "rupture". Later, healthcare professional reported "pain". Healthcare professional later reported "abnormal findings in breast [mammary gland] imaging mastodynia", "dislocated", and "leakage". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Event description:
Patient reported "rupture". Later, healthcare professional reported "pain". Healthcare professional later reported "abnormal findings in breast [mammary gland] imaging mastodynia", "dislocated", and "leakage". This record is for the right side. Device was explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ pain: unable to observe. ¿ rupture: observed broken device assessed as surgical damage and observed a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., g.2., h.2., h.3., h.6.